Event description:
I am an orthopedic spine surgeon. I was using the misonix ultrasonic bone scalpel during a lumbar laminectomy. The product rep (B)(4) directed me in front of the other operating room staff to grab the long curved tip bone scalpel over the plastic tip. He stated that he had seen other surgeons hold the scalpel here. I burned the radial aspect of the distal phalanx of my right hand through double gloves. I immediately discontinued use of this tip. I think that the tip of this object is dangerous to surgeons, patients, and operating room staff if it is so hot that it can burn through double gloves. It could easily burn a patient's skin or muscle tissue. I made the rep aware of my discomfort and showed him my burn after the case.